Event description:
Additional information: it was reported by the hospital that the lvad system encountered a couple of spikes in pump power values with some elevated system estimated flow values over the weekend. This occurred again on (B)(6) 2017 with flow values up to 12 lpm and power up to 9.3 w. Reportedly, some of these elevated values coincided with pi events. It was reported that on (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) had spiked to 631 u/l and on (B)(6) 2017 was down to 409 u/l. Reportedly, the patient did not otherwise have heart failure concerns and was doing well clinically. The patient¿s system controller log file was submitted to the manufacturer for review.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad system produced elevated pump power and estimated flow readings. The patient did not have any clinical signs of hemolysis, and a ramp echocardiogram was performed and was unremarkable for lvad dysfunction. The surgeon did report that the inflow cannula may have been malpositioned. No interventions were communicated. It was reported that the patient and device would be monitored. Additional information was requested, but not provided.

Manufacturer narrative:
Device evaluation: the lvad remains in use supporting the patient. No product was available for investigation. The reported power elevations were confirmed per the evaluation of the submitted log file. The reported inflow cannula malposition could not be confirmed. The system controller log file was submitted for review. The log file was dated (B)(6) 2017 and contained approximately 10.9 days of data, from time stamp (B)(6) 2017 15:58 to (B)(6) 2017 13:15. The log file showed the pump operating at 9000 rpm. Power ranged from 5.3 to 11.1 w with an average power of 6.9w. Flow ranged from 5.2 to 12 lpm with an average flow of 7.9 lpm. Pi ranged from 2.7 to 7.1 with an average pi of 5. Several instances of power elevations over 8 w were confirmed between (B)(6) 2017 - (B)(6) 2017, on (B)(6) 2017, and on (B)(6) 2017. The log file evaluation could not conclusively determine the specific cause for the power elevations. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.